Manufacturer narrative:
Root cause: this complaint issue was not able to be conclusively determined. However, this condition is consistent with an incorrect trajectory being utilized during the procedure. Explanation: the distributor representative stated he will work with physician on the trajectory. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Physician had trouble removing compression tool from pull pin after compressing screw. This happened on both sides of the patient. He was able to get it off with some work on each side.